Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy pd effluent. A day prior to the event onset, the patient experienced abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once daily, discontinued on the same day) and amikacin injection (500mg, intraperitoneal, once daily, discontinued) for the event. A day after the event onset, the patient was treated with fortum injection (1gm, intraperitoneal, once daily, discontinued) for the event. On an unknown date, the patient has recovered from abdominal pain. At the time of this report, the patient remained hospitalized and has not recovered from cloudy pd effluent; however, was recovering from peritonitis. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.